Event description:
A call was received through technical services reporting the rv (right ventricular) lead impedance was measured at greater than 3000 ohms twice, 1536 ohms, and 500 ohms. The short interval counter measured greater than 300, indicative of oversensing. Additional information subsequently provided by the medtronic representative reported the ep met with the patient, gave her a magnet, but instructed her not to use it unless the emt was at her side. The doctor made no other changes. The lead was eventually removed post vt (ventricular tachycardia) ablation. It appeared to be fractured, and subclavian crush was questioned. The device had been programmed doo for two months prior to extraction, due to oversensing issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; the analyst noted that the lead appeared to have been implanted with a bend in it at the fracture site; partial lead in segments returned and analyzed. Event description: additional information was received alleging that the patient "experienced inappropriate and/or excessive shocking, or failure to receive therapeutic shocks." It also alleged that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages". And that the patient "suffered physical injuries and various physical manifestations of emotional distress".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; the analyst noted that the lead appeared to have been implanted with a bend in it at the fracture site; partial lead in segments returned and analyzed. Other: a call was received through technical services reporting the rv (right ventricular) lead impedance was measured at greater than 3000 ohms twice, 1536 ohms, and 500 ohms. The short interval counter measured greater than 300, indicative of oversensing. Additional information subsequently provided by the medtronic representative reported the ep met with the patient, gave her a magnet, but instructed her not to use it unless the emt was at her side. The doctor made no other changes. The lead was eventually removed post vt (ventricular tachycardia) ablation. It appeared to be fractured, and subclavian crush was questioned. The device had been programmed doo for two months prior to extraction, due to oversensing issues. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event. Elective removal; impedance, high, lead(s), fracture of, oversensing.

Event description:
A call was received through technical services reporting the rv (right ventricular) lead impedance was measured at greater than 3000 ohms twice, 1536 ohms, and 500 ohms. The short interval counter measured greater than 300, indicative of oversensing. Additional information subsequently provided by the medtronic representative reported the ep met with the patient, gave her a magnet, but instructed her not to use it unless the emt was at her side. The doctor made no other changes. The lead was eventually removed post vt (ventricular tachycardia) ablation. It appeared to be fractured, and subclavian crush was questioned. The device had been programmed doo for two months prior to extraction, due to oversensing issues. No patient complications were reported as a result of this event.